Event description:
The affiliate reported that the cmc stopped working during brain tumor removal surgery. It was also reported that the surgeon had to borrow a bipolar machine from another theatre. There were no adverse consequences to the patient but there was a delay of about 30 minutes.

Manufacturer narrative:
Please be advised that per the new matrix on (B)(4) 2013, this file is being reported as a malfunction. Upon completion of the investigation. A follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.